Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. The patient did not receive any adverse events. Programming changes were recommended.